Event description:
It was reported that during a procedure, the right atrial (ra) and right ventricular (rv) leads were accidentally damaged. The physician opted to remove the damaged leads and replaced them with new leads successfully. No additional adverse patient effects were reported. The ra and rv leads were retained by the hospital.